Event description:
It was reported that when the patient sleeps on her right side, she feels pain and her right arm goes numb. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.